Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this patient¿s death was a heart attack (previously reported as due to an unknown cause). Upon further review of this report, the patient experienced a heart attack, was hospitalized on the same day, and subsequently passed away on that same day. Prior to death, the patient was performing therapy with pd disposable products only, (capd -continuous ambulatory peritoneal dialysis). Therefore, upon further review, as the patient¿s death was due to heart attack, the pd disposable products are no longer consisted suspect in the reported events. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed. It was reported that the patient was hospitalized prior to death. The patient was using a twin bag at the time of death. Additional information was requested but is not available at this time.